Event description:
The hospital reporter was setting up medrad avanta injector and the multi-patient syringe was too big for the syringe holder.the syringe is supposed to be fitted for the holder. When we called manufacturer, they said it was a known issue and they don't have a resolution in place yet.======================manufacturer response for medrad avanta injector, avanta (per site reporter).======================while cleaning at the manufacturing plant, someone cleaned the mold and the size was altered.what was the original intended procedure?the syringe is fitted for the holder. When called manufacturer it was a known issue, they don't resolution in place yet.device #1is this a laboratory device or laboratory test?no.